Event description:
It is reported the pt underwent a two stage revision due to pain and infection. It is reported the surgical report indicated a pseudocapsule was under severe pressure and burst upon incision, corrosion of the morse taper, and the locking ring shifting and becoming immobile.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs. High impact), and relevant medical history are unk. Adherence to rehabilitation protocol is unk. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to pt infection. Cause cannot be definitively determined. No devices or photos were received; therefore, the condition of the components is unk. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.